Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a genesys hta procerva procedure set was used during a hydrothermal ablation procedure performed on (b)(64) 2018. Reportedly, the patient was under general anesthesia with laryngeal mask airway. According to the complainant, the patient bucked in the middle of the procedure during ablation and the sheath came out accidentally, the physician did a full assessment and did not notice any vaginal burn initially. The ablation was continued for five more minutes with a second cassette and completed the ablation. After cleaning everything, a burn at the external vagina was noticed by the physician and it was due to the procedure sheath that came out. A cool saline and silvadene cream was applied to the burnt area. An additional attempt has been made to obtain follow up event details with no response from the clinician.